Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a power module was not supplying any power to the unit. There was no reported patient impact.